Manufacturer narrative:
(B)(4).

Event description:
Consumer reports toothbrush head breakage during use. This is reported as malfunction with the potential to cause serious injury. No injury occurred.